Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
There was no gehc service performed on this device. Hospital resolved the issue by replacing battery. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.